Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system did not start up. Upon troubleshooting, the fse found that the hdd (hard disk drive) of the host pc was malfunctioning. To resolve the issue, the fse replaced the hd (hard disk) of the host pc and reloaded the backup. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.